Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Multiple attempts have been made to have the cv-190 system returned to olympus for evaluation. The last communication from the customer stated that the reported problem had been resolved, making it unlikely the device will be returned. The root cause of the reported issue cannot be determined. As the issue was reported when using a provation computer, the issue may be with that provation system and not the cv-190. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the cv-190 produced green lines and no image on a monitor. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.